Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had air/water flow issues. There was no patient harm associated with the event. The device was returned and evaluated, and it was found there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to clogging of the nozzle. In addition to foreign material in the nozzle due to insufficient cleaning, additional findings are as follows: due to wear of angle wire, bending angle in up direction and the play of up/down knob did not meet the standard value; adhesive on bending section cover had a chip and white clouded area; control unit and suction connector was dirty due to water leakage; up/down knob had corrosion; light guide (lg) lens had a crack and was dirty; adhesive around lg lens was dirty; plastic distal end cover had a scratch and was dirty; connecting tube had a scratch, coating peeling, and discoloration; protector of universal cord on suction connector side had a scratch; universal cord had a scratch; up/down knob had corrosion; and suction connector and control unit were dirty due to water leakage. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of air/water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.